Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sensing problem in bipolar, high thresholds and no pacing spikes. It was noted that the patient experienced exit block. The rv lead was capped and replaced. It was reported that the implantable pulse generator (ipg) was pacing below the lower rate. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.